Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device: essure coils extended down into uterus. The left is lower than the right extending 3 cm into the uterus touching the endometrium'), pelvic pain ('pain') and uterine haemorrhage ('uterine bleeding') in a 49-year-old female patient who had essure (batch no. 969220) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's medical history included dysmenorrhea, ovarian cyst, endometrial ablation, menometrorrhagia and metrorrhagia. Concurrent conditions included overweight, clotting disorder, uterine fibroid, abdominal pain, menopausal symptoms, genital haemorrhage, vaginal dryness, metrorrhagia, abdominal bloating and nabothian cyst. Concomitant products included levocetirizine dihydrochloride (xyzal) for hives as well as anti allergic agents, ergocalciferol (vitamin d2), esomeprazole, fexofenadine hydrochloride (allegra), fluoxetine hydrochloride (prozac), fluticasone propionate (flonase), gabapentin, levetiracetam (keppra), megestrol acetate (megace), minerals nos;vitamins nos (prenatal vitamins), topiramate (topamax), vitamin b12 nos and vitamin k nos (vitamin k). On (B)(6) 2012, the patient had essure inserted. In 2014, the patient experienced vth nerve injury ("dental problem : nerve damage"). On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), rash ("skin rashes"), migraine ("migraines"), neuralgia ("nerve pain"), alopecia ("hair loss"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia /abnormal bleeding(menorrhagia) / irregular menses"), headache ("headaches"), allergy to metals ("nickel allergy"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and urticaria ("hives") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, pelvic pain, uterine haemorrhage, rash, migraine, neuralgia, alopecia, vaginal haemorrhage, vth nerve injury, allergy to metals, dyspareunia, fatigue, weight increased and urticaria outcome was unknown, the menorrhagia had resolved and the headache had not resolved. The reporter considered allergy to metals, alopecia, device dislocation, dyspareunia, fatigue, headache, menorrhagia, migraine, neuralgia, pelvic pain, rash, urticaria, uterine haemorrhage, vaginal haemorrhage, vth nerve injury and weight increased to be related to essure. The reporter commented: she need for additional surgery. Essure coils were placed in bilateral tubal ostia without complications 2 coils exposed on right 6 coils exposed on left. Patient received treatment for- dysmenorrhea, menorrhagia, nickel allergy, fatigue, hair loss, dental problem, migraine, headache and weight gain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.3 kg/sqm. Pregnancy test - on (B)(6) 2012: results: negative. Pregnancy test urine - on (B)(6) 2017: results: negative. On (B)(6) 2017 patient had transvaginal sector scan resulted in uterus: the uterus is anteverted and heterogeneous. Nabothian cyst present. Both essure coils are noted with the left coil not extending into the tube as far as the right. On (B)(6) 2017 patient had surgical pathology report resulted in uterus, bilateral fallopian tubes, mud chronic active cervicitis with dilated endocervical glands. Basalis endometrium and fibrosis consistent with previous procedure. Multiple leiomyomata. In situ essure coils fallopian tubes with para tubal chronic inflammation. Right para tubal cyst and endosalpingiosis. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event: embedded device,pelvic pain. Most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received- outcome of the event menorrhagia was updated from unknown to resolved. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformant data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device location of device"), embedded device ("embedded within the bilateral cornea") and pelvic pain ("pain") in an adult female patient who had essure (batch no. 969220) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's past medical history included dysmenorrhea, ovarian cyst, endometrial ablation, menometrorrhagia and metrorrhagia. Concurrent conditions included overweight, clotting disorder, uterine fibroid, abdominal pain, menopausal symptoms, genital haemorrhage, vaginal dryness, metrorrhagia, abdominal bloating and nabothian cyst. Concomitant products included levocetirizine dihydrochloride (xyzal) for hives as well as cetirizine hydrochloride (zyrtec), ergocalciferol (vitamin d2), esomeprazole magnesium (nexium), fexofenadine (allegra), fluoxetine hydrochloride (prozac), fluticasone propionate (flonase), gabapentin, levetiracetam (keppra), megestrol acetate (megace), prenatal vitamins, topiramate (topamax), vitamin b12 nos and vitamin k nos (vitamin k). On (B)(6) 2012, the patient had essure inserted. In 2014, the patient experienced tooth disorder ("dental problem : nerve damage"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), rash ("skin rashes"), migraine ("migraines"), neuralgia ("nerve pain"), alopecia ("hair loss"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), urticaria ("autoimmune hives"), headache ("headaches"), allergy to metals ("nickel allergy"), dyspareunia ("dyspareunia (painful sexual intercourse),"), fatigue ("fatigue") and weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy), surgery (hysterectomy with bilateral salpingectomy ) and surgery (to remove essure implant). Essure was removed on (B)(6)2017. At the time of the report, the device dislocation, embedded device, pelvic pain, rash, migraine, neuralgia, alopecia, vaginal haemorrhage, menorrhagia, urticaria, headache, tooth disorder, allergy to metals, dyspareunia, fatigue and weight increased outcome was unknown. The reporter considered allergy to metals, alopecia, device dislocation, dyspareunia, embedded device, fatigue, headache, menorrhagia, migraine, neuralgia, pelvic pain, rash, tooth disorder, urticaria, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she need for additional surgery. Essure coils were placed in bilateral tubal ostia without complications 2 coils exposed on right 6 coils exposed on left diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.3 kg/sqm. Pregnancy test - on (B)(6) 2012: negative pregnancy test urine - on (B)(6) 2017: negative. On (B)(6) 2017 patient had transvaginal sector scan resulted in uterus: the uterus is anteverted and heterogeneous. Nabothian cyst present. Both essurc coils are noted with the left coil not extending into the tube as far as the right. On (B)(6) 2017 patient had surgical pathology report resulted in uterus, bilateral fallopian tubes, mud chronic active cervicitis with dilated endocervical glands. Basalis endometrium and fibrosis consistent with previous procedure. Multiple leiomyomata. In situ essure coils fallopian tubes with para tubal chronic inflammation. Right para tubal cyst and endosalpingosis concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event: embedded device,pelvic pain. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs+mr received, reporter added, patient historical and concomitant condition added, concomitant drug added, events added as follows:- device dislocation, embedded device, vaginal haemorrhage, menorrhagia, urticaria, headache, tooth disorder, allergy to metal, dyspareunia, fatigue, weight increased, device monitoring procedure not performed. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device: essure coils extended down into uterus. The left is lower than the right extending 3 cm into the uterus touching the endometrium"), pelvic pain ("pain") and uterine haemorrhage ("uterine bleeding") in a 49-year-old female patient who had essure (batch no. 969220) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's past medical history included dysmenorrhea, ovarian cyst, endometrial ablation, menometrorrhagia and metrorrhagia. Concurrent conditions included overweight, clotting disorder, uterine fibroid, abdominal pain, menopausal symptoms, genital haemorrhage, vaginal dryness, metrorrhagia, abdominal bloating and nabothian cyst. Concomitant products included levocetirizine dihydrochloride (xyzal) for hives as well as cetirizine hydrochloride (zyrtec), ergocalciferol (vitamin d2), esomeprazole magnesium (nexium), fexofenadine (allegra), fluoxetine hydrochloride (prozac), fluticasone propionate (flonase), gabapentin, levetiracetam (keppra), megestrol acetate (megace), prenatal vitamins, topiramate (topamax), vitamin b12 nos and vitamin k nos (vitamin k). On (B)(6) 2012, the patient had essure inserted. In 2014, the patient experienced vth nerve injury ("dental problem : nerve damage"). On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), rash ("skin rashes"), migraine ("migraines"), neuralgia ("nerve pain"), alopecia ("hair loss"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia /abnormal bleeding(menorrhagia) / irregular menses "), headache ("headaches"), allergy to metals ("nickel allergy"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), weight increased ("weight gain") and urticaria ("hives"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy) and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, pelvic pain, uterine haemorrhage, rash, migraine, neuralgia, alopecia, vaginal haemorrhage, menorrhagia, headache, vth nerve injury, allergy to metals, dyspareunia, fatigue, weight increased and urticaria outcome was unknown. The reporter considered allergy to metals, alopecia, device dislocation, dyspareunia, fatigue, headache, menorrhagia, migraine, neuralgia, pelvic pain, rash, urticaria, uterine haemorrhage, vaginal haemorrhage, vth nerve injury and weight increased to be related to essure. The reporter commented: she need for additional surgery.essure coils were placed in bilateral tubal ostia without complications 2 coils exposed on right 6 coils exposed on left. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.3 kg/sqm. Pregnancy test - on (B)(6) 2012: negative. Pregnancy test urine - on (B)(6) 2017: negative. On (B)(6) 2017 patient had transvaginal sector scan resulted in uterus: the uterus is anteverted and heterogeneous. Nabothian cyst present. Both essurc coils are noted with the left coil not extending into the tube as far as the right. On (B)(6) 2017 patient had surgical pathology report resulted in uterus, bilateral fallopian tubes, mud chronic active cervicitis with dilated endocervical glands. Basalis endometrium and fibrosis consistent with previous procedure. Multiple leiomyomata. In situ essure coils fallopian tubes with para tubal chronic inflammation. Right para tubal cyst and endosalpinglosis. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event: embedded device, pelvic pain. Most recent follow-up information incorporated above includes: on 26-jun-2018: pfs received. Added event uterine bleeding, event updated from embedment to dislocation: migration of essure device: essure coils extended down into uterus. The left is lower than the right extending 3 cm into the uterus touching the endometrium. Updated onset date. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of essure device: essure coils extended down into uterus. The left is lower than the right extending 3 cm into the uterus touching the endometrium'), pelvic pain ('pain') and uterine haemorrhage ('uterine bleeding') in a 49-year-old female patient who had essure (batch no. 969220-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo essure confirmation test". The patient's medical history included dysmenorrhea, ovarian cyst, endometrial ablation, menometrorrhagia and metrorrhagia. Concurrent conditions included overweight, clotting disorder, uterine fibroid, abdominal pain, menopausal symptoms, genital haemorrhage, vaginal dryness, metrorrhagia, abdominal bloating and nabothian cyst. Concomitant products included levocetirizine dihydrochloride (xyzal) for hives as well as anti allergic agents, corticosteroid nos, ergocalciferol (vitamin d2), esomeprazole, fexofenadine hydrochloride (allegra), fluoxetine hydrochloride (prozac), gabapentin, levetiracetam (keppra), megestrol acetate (megace), minerals nos;vitamins nos (prenatal vitamins), topiramate (topamax), vitamin b12 nos and vitamin k nos (vitamin k). On (B)(6) 2012, the patient had essure inserted. In 2014, the patient experienced vth nerve injury ("dental problem : nerve damage"). On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), rash ("skin rashes"), migraine ("migraines"), neuralgia ("nerve pain"), alopecia ("hair loss"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia /abnormal bleeding(menorrhagia) / irregular menses"), headache ("headaches"), allergy to metals ("nickel allergy"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue") and urticaria ("hives") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, pelvic pain, uterine haemorrhage, rash, migraine, neuralgia, alopecia, vaginal haemorrhage, vth nerve injury, allergy to metals, dyspareunia, fatigue, weight increased and urticaria outcome was unknown, the menorrhagia had resolved and the headache had not resolved. The reporter considered allergy to metals, alopecia, device dislocation, dyspareunia, fatigue, headache, menorrhagia, migraine, neuralgia, pelvic pain, rash, urticaria, uterine haemorrhage, vaginal haemorrhage, vth nerve injury and weight increased to be related to essure. The reporter commented: she need for additional surgery. Essure coils were placed in bilateral tubal ostia without complications 2 coils exposed on right 6 coils exposed on left. Patient received treatment for- dysmenorrhea, menorrhagia, nickel allergy, fatigue, hair loss, dental problem, migraine, headache and weight gain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.3 kg/sqm. Pregnancy test on (B)(6) 2012: results: negative. Pregnancy test urine on (B)(6) 2017: results: negative. On 23-feb-2017 patient had transvaginal sector scan resulted in uterus: the uterus is anteverted and heterogeneous. Nabothian cyst present. Both essurc coils are noted with the left coil not cxtending into the tube as far as the right. On (B)(6) 2017 patient had surgical pathology report resulted in uterus, bilateral fallopian tubes, mud chronic active cervicitis with dilated endocervical glands. Basalis endometrium and fibrosis consistent with previous procedure. Multiple leiomyomata. In situ essure coils fallopian tubes with para tubal chronic inflammation. Right para tubal cyst and endosalpinglosis. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event: embedded device,pelvic pain. Most recent follow-up information incorporated above includes: on 5-dec-2019: update of information (batch is not valid). No valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), rash ("skin rashes"), migraine ("migraines"), neuralgia ("nerve pain") and alopecia ("hair loss"). The patient was treated with surgery (to remove essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, rash, migraine, neuralgia and alopecia outcome was unknown. The reporter considered alopecia, migraine, neuralgia, pelvic pain and rash to be related to essure. The reporter commented: she need for additional surgery. Most recent follow-up information incorporated above includes: on 27-oct-2017: event skin rashes, migraines, nerve pain and hair loss added. Event pain was previously reported. Essure start and stop date updated. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), rash ("skin rashes"), migraine ("migraines"), neuralgia ("nerve pain") and alopecia ("hair loss"). The patient was treated with surgery (to remove essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, rash, migraine, neuralgia and alopecia outcome was unknown. The reporter considered alopecia, migraine, neuralgia, pelvic pain and rash to be related to essure. The reporter commented: she need for additional surgery. Most recent follow-up information incorporated above includes: on (B)(6) 2017: event skin rashes, migraines, nerve pain and hair loss added. Event pain was previously reported. Essure start and stop date updated. Company causality comment. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.